Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-04635. The patient received two leads with different lot numbers. It was reported the patient had gradually lost stimulation. The sjm representative met with the patient and determined the right lead had all invalid contacts. Reprogramming was only able to provide partial coverage on her right side. Follow up identified the patient was to be scheduled for surgical intervention at a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.